Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient suffered a stroke during the left ventricular assist device (lvad) implant procedure. Post operatively, the patient then developed a hemorrhagic stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient first developed an embolic stroke and later experienced a hemorrhagic stroke, post-operation. Multiple computed tomography scans were performed. As a result of the stoke, the patient developed left sided hemiparesis. The embolic stroke was treated with a thrombectomy, and the hemorrhagic stroke was treated with neurological open surgery. The patient was planned to do extensive rehabilitation.